Event description:
It was reported that this right ventricular (rv) lead was fractured, and upon extraction only a portion could be removed. The capped portion frayed and caused artifacts that were oversensed by the replacement leads. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).